Event description:
On (B)(6) 15, cardinal health received a copy of a medwatch report (B)(4), which was sent to the FDA by the user facility: in the process of deploying the sealant, the advancer tube was missing from the device. Physician was made aware and manual pressure was applied to the groin site. Event date: (B)(6) 2015, date of report: 5/22/2015. Procedure type: cardiac catherization. (B)(6) 2015: the company representative reported the following information to complaint handling: manual compression was applied for 12 minutes and the patient was fine. The patient was not hospitalized as a result of this event.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (f1509001) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Manufacturer narrative:
It was reported that in the process of deploying the sealant, the advancer tube was missing from the device; however, visual inspection of the returned device found that the advancer tube was located on the catheter, approximately 14 mm from the balloon proximal tip upon receipt. The advancer tube was properly engaged to the tamp locks. The shuttle was observed to be engaged to the handle. The sealant was on the catheter at the balloon proximal tip and exposed to blood. The catheter, shuttle cartridge, advancer tube and tamp locks were inspected for anomalies. No anomalies were observed. The advancer tube was observed to be engaged to the tamp locks upon receipt. Thus, the condition of the received device does not match the description of the incident. Based on the provided information and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment.